Event description:
Md came to circumcise pt, during procedure, faulty hemostat caused part of penis foreskin to break away in an uneven manner. Hemostat would not clamp properly. Md attempted to utilize sterile safety pin but skin kept breaking away. Another circ tray opened and the instruments from second tray used. Urologist had to be consulted and came and stitched underside of penis shaft where skin had broken away. Dates of use: 2009. Diagnosis: circumcision. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.